Event description:
After the lens was inserted, the haptic was found to be bent. The incision was enlarged to remove and replace the lens. Sutures were required to close the incision.

Manufacturer narrative:
This medwatch was completed by the MFR.